Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) that started the unit at normal operation and the unit was ran for about 10-15 minutes without any problem or any alarm. The fse inspected and cleaned the safety disk, helium tank/gasket and dusk around the iabp. Ran service maintenance program and everything was within specs; ran autofill test and reading was out of specification and this could have caused the autofill problem. Checked volume cylinder locking nut for looseness and it was not loose. The fse then adjusted the volume cylinder and the reading came within specification. The shuttle time was also within specs which tells of possible leaks or kinks in the line. All other autofill measurements are within specs. The fse performed full calibration, functional testing and safety check to factory specifications; iabp passed and was returned to customer and cleared for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) has autofill related issue. It is unknown under which circumstances the event occurred. However, no patient involvement or adverse event was reported.